Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) of 490 mg/dl. Reportedly, the customer suspected to have not received insulin successfully as insulin became gel like in the cartridge. Customer believed that the cartridge was the reason for the insulin to become gel like. Customer reported that the insulin expiration date was for september 2019. Bg was addressed with a bolus and customer was treated with intravenous insulin drip while hospitalized. Customer was released from the hospital on (B)(6) 2017. Insulin delivery was resumed.